Manufacturer narrative:
The reported issue was confirmed. The root cause of the reported issue is a circulation pump component failure. A check of the diagnostics showed the circulation pump would only generate -0.1 psi. Biomed discussed this was indicative of a circulation pump failure and would order and replace the pump onsite. Per follow up information, there was no patient involvement reported. Biomed would order the pump and replace it onsite. All good faith attempts have been made to obtain additional information. The outcome of the repair cannot be determined at this time. In the event that information regarding the outcome of the repair and the status of the device is received, this record will be reopened to update the investigation. It is known that the device did not meet specifications and that the device was influenced by the reported failure. The device was not in use on a patient. The DHR review is not required as the reported event is not an out of box failure and therefore the reported event is not manufacturing related. Based on the results of the investigation, no additional actions are needed. The labelling is not required as the complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.

Event description:
It was reported that the biomed was unable to fill the arctic sun device. A check of the diagnostics showed the circulation pump would only generate -0.1 psi. Biomed discussed this was indicative of a circulation pump failure and would order and replace the pump onsite. Per follow up information received via email on 10jan2023, there was no patient involvement reported. Biomed would order the pump and replace it onsite.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the biomed was unable to fill the arctic sun device. A check of the diagnostics showed the circulation pump would only generate -0.1 psi. Biomed discussed this was indicative of a circulation pump failure and would order and replace the pump onsite. Per follow-up information, received via email on 10jan2023, there was no patient involvement reported. Biomed would order the pump and replace it onsite.